Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13oct2020.

Event description:
It was reported to philips that the navigation ring does not function. The device was not in use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
G4:14dec2020. B4:15dec2020. The field service engineer replaced the front bezel to resolve the issue and the device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.